Event description:
It was reported that the events started approximately in (B)(6) of this year. The reporter was using the dexcom g7 and reported a total of four sensors reportedly experiencing issues. The reporter stated that the sensors repeatedly lost bluetooth connection during use. In addition to connectivity issues, the sensors were reported to provide inaccurate glucose readings. Reported stated an incident where they described that the g7 sensor displayed a glucose reading of 40 mg/dl. The reporter performed a finger stick test to confirm, which indicated a blood glucose level of 110 mg/dl. This discrepancy caused the patient to panic. The reporter relies on the device but expressed concern regarding the reliability, stating that they are unable to depend on the sensors due to these recurring issues. Pt code: 2328. Device codes: 2460, 2900. Ref reports: mw5186544, mw5186546, mw5186547.